Event description:
The facility reported a flo-gard infusion pump with a common failure, which interrupted a patient infusion of an unknown substance. This event occurred in the (B) (6). There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B) (4) the facility reported a flo-gard infusion pump with a common failure, which interrupted a patient infusion. This condition was confirmed during product evaluation as failure code 94 and was caused by a depleted main battery. The main battery was replaced to correct the reported condition.

Manufacturer narrative:
(B) (4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.